Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection revealed no signs of physical damage. The instrument was tested on an in-house system and showed 99 uses remaining. It successfully passed the recognition and engagement tests and demonstrated intuitive movement with a full range of motion in all directions. The grips opened and closed properly, held the clips securely, and passed the clip test multiple times. The instrument was fully functional with no physical damage observed, and no problems were detected. No product issues were identified. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, 8mm large hem-o-lok clip applier instrument would not clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.